Event description:
The instrument was used during a laparoscopic oopherectomy. It was reported the instrument was placed over the fallopian tube and fired. No staples were formed or cut line made. Tissue appeared normal. Surgeon recalls instrument "not feeling right" when fired. Nurse reloaded instrument with another cartridge. Evu35, and it was placed in the same position on the tube. Again, no staples or cut line. This time the instrument failed to open. It was somehow dislodged from tissue and the case was completed without complication with another ez35b with the cartridge. Also, scrub nurse felt initial reload of first instrument was hard to get in. There was no consequence to the pt.

Manufacturer narrative:
H4:d5: information unavailableh6: code 400(other): damaged firing mechanismbased upon the information received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some condition which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.